Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient was started on duopa therapy. On (B)(6) 2016, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Two and a half weeks ago, the patient developed soreness and bleeding at the stoma site with a bubble inside the stoma around the tube. There was pus discharge at stoma site. The patient was prescribed antibiotic keflex for 7 days.